Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Additionally, the customer received a temperature alarm. Reportedly, the pump was not exposed to extreme temperatures. The customer's blood glucose level was 174 mg/dl. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm and shutdown issue was verified in the pump logs; however, no failure was identified. The failure investigation verified the alleged battery issue, and an additional issue was found.